Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, on (B)(6) 2019, the patient underwent the orif surgery for femoral neck fractures by using the fns system. The surgery was successfully completed without any delay. On (B)(6), it was informed that the re-operation was planned on (B)(6) 2020, in which the fns implants in use will be removed and then total hip arthroplasty (tha) will be performed. It was unknown if there was any surgical delay. The patient outcome was stable. This complaint involves four (4) devices. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot number 3l60408, quantity 1), bolt for femoral neck system 80mm length-sterile (part number 04.168.280s, lot 4l19320, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile (part number 412.213s, lot 5l20976, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sold part, sterile part: 04.168.480s, lot: 4l53240 (22 pieces), manufacturing site: grenchen, release to warehouse date: may 7, 2019, expiry date: april 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Sold part, sterile part: 04.168.480s, lot: 4l53241 (22 pieces), manufacturing site: grenchen, release to warehouse date: may 7, 2019, expiry date: april 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Semi-finished part, non-sterile part: 60123930 (04.168.480), lot: 4l04548 (44 pieces), manufacturing site: grenchen, release to warehouse date: april 23, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the returned fns implants present normal signs of use but no discernible damage. The visual inspection found no allegation of a device malfunction. Summary: this complaint was entered to capture a post-operative event ¿ the fns implants were removed and a total hip arthroplasty (tha) was performed- there was no allegation of a device malfunction and no further clinical information was provided. No product related issues were identified; hence this complaint is rated as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.